Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due to broken/detached end cap and loose drive support cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose. The customer¿s blood glucose level was 182 mg/dl. The customer was advised the insulin pump will need to be replaced and to revert medically prescribed back up plan. The insulin pump will be returned for analysis.